Manufacturer narrative:
Vyaire complaint #: (B)(4). Vyaire has received the compressor and it is currently awaiting investigation.

Event description:
It was reported to vyaire that the screen on the avea ventilator will not respond to input. The customer advised there was no patient involvement associated with this event.